Manufacturer narrative:
The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during femur periprosthetic plate surgery they were drilling to make a hole to put one of the screws and the tip of the drill bit broke. No harm to patient.

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Product evaluation: visual examination: the drill was returned for investigation. A visual examination was performed. The drill seems to be damaged. The instrument was fractured in the cutting area. The broken piece was retrieved from the patient but not returned for investigation. Review of received pictures: the device was also received for visual examination. Review of the device history records identified no deviations or anomalies during manufacturing. No further due diligence required as all required information to support the conclusion is available or was already requested. Device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Review of complaint history identified additional similar complaint for the reported item and no additional complaints for the reported part and lot combination related to the event. Medical records were not provided. The investigation did not identify a nonconformance or a complaint out of box (coob). A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).